Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2015 with the following findings: during investigation of the returned pump, alarm was reproduced by applying light pressure on the u39 chip. The battery compartment is cracked at the case seal. The failure is defined as language file corruption while retrieving the language text is resident to flash chip (u39). Unrelated to the complaint, the battery compartment is cracked at the case seal. Returned battery cap and cartridge cap were used to complete the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.